Event description:
It was reported to the manufacturer by a kc sales rep that an intubated patient developed a cuff leak, which after adding more air to the cuff, made the leak worse. After investigating, the top of the cuff was found to be through the vocal cords and could not be pushed back into the trachea. The cuff being wedged in the vocal cords required deflating the cuff, pushing it back down, and re-inflating the cuff. There was no report of serious injury or death as a result of the cuff migrating into the vocal cords. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device has not been returned for evaluation. However, a follow-up report will be provided when add'l relevant info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.